Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that there was a crack in the pump case near the battery compartment. It was noted that the pump was experiencing intermittent power and self-rebooting issues. Reportedly, the battery cap threads were worn as well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:a review of the pump¿s history revealed events related to a power loss issue. Evaluation revealed a battery compartment crack. A battery cap was not returned with the pump and a test battery cap was used for further testing. A 24-hour exercise test was able to be completed successfully without issue with the test battery cap.